Manufacturer narrative:
Date sent to the FDA: 10/03/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Date and results of reoperation? Are any photos available? What is the patient's current status?

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on unknown date and the mesh was implanted. The patient returned complaining of pain and was re-operated. During the re-operation, it was noticed that the mesh had balled up into a wad to the side of the defect. The site was repaired with other mesh and the patient was discharged. Additional information has been requested.